Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery was not "lasting as long as it was supposed to." The ipg remains in use. No patient complications have been reported as a result of this event.